Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported unspecified failure mode could not be determined. The reported patient effects of dissection, nerve injury, thrombosis, pseudoaneurysm and surgery (surgical exposure) are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar xl device is filed under a separate medwatch manufacturer report reference number. Literature attachment: long-term evaluation of percutaneous groin access for evar.

Event description:
It was reported through an article identifying perclose proglide and prostar xl devices that may be related to the following: unilateral closure device failure necessitating open surgical groin closure; pseudoaneurysms; dissections; non-occlusive thrombus; nerve injury; specific patient information is documented as unknown. Details are listed in the attached article titled "long-term evaluation of percutaneous groin access for evar".